Event description:
It was reported to boston scientific corp that an obtryx curved system was opened for use during an obtryx sling procedure. According to the complainant, during the procedure, the integrity of the package was compromised. The seal was broken. The procedure was completed with another obtryx curved system. There were no pt complications and the pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4).